Event description:
It was reported the device had a failing op check. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer, who is a biomedical engineer, evaluated the device and confirmed that the fault was with the capacitor. The customer then placed an order for the capacitor, and replaced the faulty capacitor. After the replacement, the customer evaluated the device again and confirmed that it was fully functional. Based on the available information and testing conducted, the cause of the reported problem was a malfunctioning capacitor. The reported problem was confirmed. The customer replaced the capacitor to resolve the issue, and it has been concluded that no further action is required at this time. H3 other text : the customer evaluated the device.